Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a propex pixi short measuring wire was giving incorrect measurements. No injury occurred.

Manufacturer narrative:
All received measuring cables successfully passed incoming inspections upon receipt. The inspections were carried out according to ansi z1.4 with an aql of 1.5%. The referenced lots (#23030113838 and #23070114600) correspond to the work orders for device production and packaging. The original lot numbers for these cables are as follows: lot# 23010113599 ¿ (B)(4). Lot# 22060112181 ¿ (B)(4) these two cables are the first reported issues from these lots out of a total of 4,500 cables (0.04%), and the third such incident reported since 2021. Given the low incidence of this issue, it is considered an accidental and unrepresentative case. Therefore, only the replacement of the affected items is necessary. Recommended corrective action: ¿ to send 2 new measurement cables to customer.